Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. Inspection of the equipment noted that the flow sensor diaphragm was stuck to the top of the flow sensor housing. The flow sensor was replaced. Patient information could not be obtained after multiple attempts. Attempts were made as follows: 10/06/17 phone call, 10/26/17 phone call, 10/23/17 phone call. (B)(4).

Event description:
The hospital reported that, during a case, the unit alarmed for low tidal volume. There was no reported patient injury.